Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit won't power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer:10jun2019. The manufacturer¿s international service technician confirmed the reported issue. Error code air valve liftoff failure was reported the manufacturer¿s international service technician replaced the defective sensor printed circuit board assembly (pcba) , blower valve, and sensor, air/exhalation flow to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.